Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the trunk cable was severed with the connector missing. The root cause for the damaged trunk cable could not be positively identified. There were no adverse events associated with the damaged belt.